Event description:
During an orif of a left scaphoid , approximately 5mm of the tip of the 1.1mm threaded guide wire broke off. The broken fragment was successfully retrieved from the patient. A second guide wire was used to complete the procedure with no further incident. The procedure was delayed approximately five minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.